Manufacturer narrative:
Troubleshooting of the device with the customer identified a lack of maintenance with the device that contributed to the AED's condition. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
The customer reported that the AED's pads and battery pack were expired. The battery pack had an expiration date of 02/2020. It is likely that the AED would not power on due to the expired battery. The customer confirmed that this issue did not occur during patient use.